Manufacturer narrative:
(B)(4). Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -5.00/1.5/064 (sphere/cylinder/axis) implantable collamer lens was implanted into the patients' right eye (od) in june of 2021. Per reporter patient had a high vault at the follow up visit and the clinic decided to monitor patient. Lens remains implanted and doctor wants to explant/exchange lens due to the excessive vault which create a too narrow angle. It was reported that patient is on drops to reduce eye pressure. If additional information is received a supplemental medwatch report will be submitted.